Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fenestrated bipolar forceps clamp was reported since the dr. Was suturing the uterus after removing one of the fibroids, the jaw was found with excess tissue residue, so it was removed for cleaning, it was believed that it also had residue from the same suture. Upon inserting it again, it was detected that it was no longer working since the internal cable had burst, so the clamp was replaced with another one and the procedure continued. The procedure was completed with no reported injury.